Manufacturer narrative:
The field complaint of infection was not confirmed. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Analysis of the device revealed that it could be interrogated normally with a programmer. No anomalies were noted.

Event description:
It was reported that the device was explanted due to infection. The patient was stable and there were no adverse consequences.